Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12547, related manufacturer reference number: 2017865-2020-12349. It was reported that the patient presented at a follow-up in clinic with an infection. Puss was noted coming from the pocket. The patient's biventricular implantable cardioverter defibrillator system was explanted. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2020-12847.

Manufacturer narrative:
Correction: b5 related manufacturer reference number: 2017865-2020-12547 should have been related manufacturer reference number: 2017865-2020-12847.